Event description:
Patient was wearing the bipap when it shut down and started alarming. Patient was awake and removed the mask. The rn went into the room and placed the patient on his nasal cannula. Bipap was plugged in, the oxygen was running, and the safety plug was in place. No harm done to patient at the time. Nurse removed the bipap from the room and replaced it with another one. The unit was tested by biomedical services and tested fine. The manufacturer was called and ran through several tests which tested fine. Two possibilities for failure; something in the room (i.e. Curtain or sheet obstructing the air inlet on the device or there is a failure to the blower motor. Testing blower for over 24 hours confirmed that the unit was working fine.